Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- date of event: estimated.

Event description:
It was reported as a general comment that after using the dragonfly optis imaging catheter more than two times in a procedure, resistance is felt when positioning the imaging catheter with a guiding catheter. The imaging catheter can no longer be advanced through the curve of the guiding catheter and cannot be removed from the guiding catheter as well. The procedure was completed with another dragonfly optis imaging catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record could not be reviewed because the device was not returned, and the lot number was not provided. Additionally, a similar incident record review could not be performed because the device was not returned, and the lot number was not provided. The investigation was unable to determine a cause for the reported difficult to advance and difficult to remove. It may be possible that adverse patient anatomical morphology affected the maneuverability of the device. Furthermore, while attempting to advance the device against resistance, it is possible that the device was inadvertently damaged/kinked causing increased resistance and adding difficulties during removal. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a